Event description:
It was reported that a tandem charging cable was damaged. There was no adverse impact to the customer¿s blood glucose level. The customer was sent replacement charging supplies via 2-day shipping by technical support.